Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose (bg) ranged from 280 mg/dl to a reading of "high" on continuous glucose monitor. A correction bolus was delivered to address bg.